Event description:
The customer reported that the ibp and temperature is not working. No report of pt harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.